Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 118mg/dl (meter), 151mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.